Event description:
Procedure: lap hernia repair. According to the reporter: the hernia mesh tore when it was being fastened into place by an absorba-tacker. The procedure was finished by using a pro-tacker. There was no patient injury.

Manufacturer narrative:
(B)(4).